Event description:
It was reported that the patient presented experiencing presyncope and stimulation. The patient had a base rate of 40 with hysteresis of 30. The patient rarely paced at the hysteresis rate however the physician thought that dropping to 30 bpm could be causing symptoms. It was also noted that the device exhibited noise and myopotential oversensing. Programming changes were performed. The patient was in stable condition.